Event description:
Representative from a mail order pharmacy called to report an issue on the consumers behalf. Stated, consumer is seeing "black streaks" inside the barrel prior to injection. Stated, she cannot see the "black steaks" until she draws up the insulin. Stated, when the consumer draws up her insulin, she cannot see if "air bubbles" are there. Stated, the consumer is still taking her injection with the syringes that have "black streaks". Stated, the pharmacy will be replacing two boxes for the consumer lot: 4009038. Catalog: 324911. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.